Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. UDI (di): (B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance lead noise and no sensing observed. During lead revision, the lead was observed to have been pulled back. The lead was explanted and replaced when repositioning was not successful. The patient tolerated the procedure well.